Event description:
My father used the recalled system 1 respironics CPAP machine from 2012-2016. His only dx(diagnosis) at the time was sleep apnea. His health declined rapidly. He had recurrent hospitalizations, required home oxygen. Doctors did not know what was happening. They kept saying copd(chronic obstructive pulmonary). An autopsy bc(board certified) report showed pulmonary fibrosis, pulmonary hypertension, idiopathic pulmonary hemosiderosis. His autopsy did not show copd. He suffered and struggled to breathe. He had recurrent hospitalizations. He was 54 years old at the time of his death. We just found out about the recall. I have all his medical records, as well as his autopsy report.